Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of rupture, seroma-late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and capsular contracture, baker grade unknown.

Event description:
Patient's representative reported "considerable health damage due to the defective medical device", "experienced psychological stress caused by the knowledge of the potential risks and problems associated with the medical device", and "affected by pain in their daily life". Later patient's representative reported "rupture", "late seroma" and "capsular contracture baker grade unknown". This record is for the left side. The device was explanted.

Event description:
Patient's representative reported "considerable health damage due to the defective medical device", "experienced psychological stress caused by the knowledge of the potential risks and problems associated with the medical device", and "affected by pain in their daily life". Later patient's representative reported "rupture", "late seroma" and "capsular contracture baker grade unknown". This record is for the left side. The device was explanted.

Manufacturer narrative:
Corrected data: b.6, h.6.

Manufacturer narrative:
Additional, corrected and/or changed data: b.6.

Event description:
Patient's representative reported "considerable health damage due to the defective medical device", "experienced psychological stress caused by the knowledge of the potential risks and problems associated with the medical device", and "affected by pain in their daily life". Later patient's representative reported "rupture", "late seroma" and "capsular contracture baker grade unknown". This record is for the left side. The device was explanted.